Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the lcsc5 tissue pad fell into the pt (it was retrieved from the pt). Another device was used to complete the case. The device was discarded.